Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown restoration modular stem body separator. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient's left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.

Manufacturer narrative:
An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was not properly identified. The failure could not be confirmed nor a root cause determined as the device was not returned for inspection.

Event description:
It was reported that the patient's left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.